Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the lead suture on one of the mesh legs snapped and broke. It is unknown if the separated piece of suture, with the needle at the end, detached inside or outside the patient. It is unknown how the procedure was completed, but it was reported that the patient had no complications and is "fine" post-procedure. No further information regarding the patient or the event has been forthcoming.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.